Event description:
It was later reported that the cause of the event was unknown. The healthcare provider (hcp) found nothing wrong. At the time of this report, the patient had recovered without permanent impairment.

Event description:
It was reported that the patient started experiencing symptoms of increased saliva, taste changes, tingling in her back, and a 30 pound weight loss, which started approximately 4 weeks after implant. It was reported that there was no programming issue. A pump explant was required. As of (B)(6) 2014, in regards to the patient outcome, the patient was still in post-op from the explant and no adverse events occurred. The device system was used to deliver compounded baclofen. The cause of the event, troubleshooting/diagnosis, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n478667, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).